Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
From additional information received, it was reported that the patient underwent an amputation of the left leg due to fracture of the stem prosthesis.

Manufacturer narrative:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: oss mod tib baseplate catalog # 150421 lot # 114620, cps anchor plug catalog # 178412 lot # 721820, compress segmental distal femur catalog # 178713 lot # 578330, compress ha anti-rotation spindle catalog # 178358 lot # 302330, oss locking pin catalog # 150478 lot # 581520, oss axle catalog # 150480 lot # 543390 refobacin bc r 1x40 us catalog # 110034355 lot # 745eah2108, refobacin bc r 1x40 us catalog # 110034355 lot # 745eah2108, oss 3cm osseoti prox tib slv catalog # 151816 lot # 398650, cps nut co-cr-mo alloy catalog # 178512 lot # 099440, cps centering sleeve 24mm catalog # 178546 lot # 515140, oss tibial poly bearing 18mm catalog # 150413 lot # 037130, oss poly tibial bushing catalog # 150476 lot # 204820, oss poly femoral bushings 2pk catalog # 150477 lot # 326430, clearmix single double mix catalog # 414701 lot # 19585, cps transverse pin 6pk catalog # 178529 lot # 398650. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034 - 2019 - 02699, 0001825034-2019-02704, 0001825034-2019-02705, 0001825034-2019-03222, 0001825034-2019-03223, 0001825034-2019-03224, 0001825034-2019-03225. Remains implanted.

Event description:
It was reported that the patient underwent a left knee arthroplasty. Subsequently, the patient suffered pain and was experiencing loosening post operative. No revision procedure has been reported to date.